Manufacturer narrative:
Eval summary: the product was not returned and not enough info was provided from the reporter to properly complete an investigation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested from the consumer on (B)(6) 2011 and (B)(6) 2011. The consumer did not provide the surgeon's contact info; therefore, no follow-up could be conducted. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she does "not see as well as with glasses". The consumer did not provide the surgeon's contact info; therefore, no follow-up could be conducted.